Manufacturer narrative:
Additional information has been received. Zimmer lab received the devices for investigation. As soon as the new investigation results will be available, an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was further reported that during revision surgery, pseudotumor was noted.

Manufacturer narrative:
The devices were returned and the result of the visual examination has been made available. Concomitant medical products according d11: item: metasul ldh, head, 50, code p, taper 18/20 catalog #: 0100181500 lot #: 2394654. Item: metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog #: 0100185146 lot #: 2414474. DHR review: ref#: 01.00214.056 lot#: 2407408. Yield: 27. Delivered: 25. Scrapped: 2. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: 01.00181.500 lot#: 2394654. Yield: 35. Delivered: 34. Scrapped: 1. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: 01.00185.146 lot#: 2414474. Yield: 50. Delivered: 50. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it was reported that the patient received an implant on (B)(6) 2008 and underwent revision surgery on (B)(6) 2012 due to elevated metal ions and liquid lump was found. Review of received data: the reports were received in finnish, translated to english and the relevant information is summarized below. Surgical report of implantation dated (B)(6) 2008, coxa: indication: a 54-year-old male, constantly worsening discomfort in the left hip since the spring of 2007. Rest pain and shortening of walking distances. Radiologically, a case of dysplastic advanced arthrosis. Procedure: in lateral position surgeon starts the operation with the intention of resurfacing arthroplasty. With the hip in 45-degree flexion, the skin is opened above the tip of the trochanter, sharply through the subcutis onto the fascia level, fascia then opened in the direction of the skin incision. Hip is of slightly valgus type, with considerable formation of osteophytes in the collum area. Synovitis observed in the collum area as well. Osteophytes are removed from the collum to such an extent that the thickness of the collum can be measured. At this point, however, it seems that the collum remains too thin for the resurfacing, so total arthroplasty is opted for. Acetabulum reamed to 56 mm. Fitted with a 56-mm fitting, fits well and tightly. The acetabulum component designed for 56-mm size inserted into place, which fits tightly. Advancing to the femur side, where a certain amount of osteophytes are still present anteriorly in the collum stub area. Rasped to size 10 to obtain a good and tight fit. Fitted with a high offset collar, 50-mm size, repositioned, length good, stays firmly in place. These components chosen, stability good and, after repositioning, fits well consistent with what was tested with the fitting. Office visit dated (B)(6) 2011: findings: walking is smooth, no differences in length when assessed from the crista level. On the left the surgical scar is clean, but there is manifest ballottement in its surroundings and on the right, it can be reliably defined as an exudative change. As such, the movement trajectories of the hip are good: flexion 115°, inner-outer rotation 45-20°, abduction-adduction 45-30°. Radiologically, the positions and interfaces of the components are fine; the cup abduction angle is 40°. Based on the findings, a revision surgery is suggested by the doctor assuming a cause of mom reaction and is planned to have the cup replaced by a continuum type with ceramic sliding pairs. Surgical report of revision dated (B)(6) 2012, coxa: indication: a 56-year-old xxx cfo with a previous medical history of a mitral valve operation in 2008 and a pacemaker. No marevan medication. Due to arthrosis, an m/l taper stem and durom modular sliding pairs were installed on (B)(6) 2008 via a postero-lateral incision using a 50-mm head that fits a 56-mm cup. Post-operative recovery progressed without complications. A couple months ago, the patient presented because of a bulge he felt in the hip region. The hip as such is practically symptomless and allows coping with everyday activities. In the ultrasound examination carried out on 28 september 2011, an echoless fluid layer of 1.2 x 1 x 8 cm is noted in the iliopsoas bursa region and, in the gluteal area, a 25-cm fluid column of only 4.6 x 2.5 cm in diameter extending from the upper gluteal area to the trochanter area. A puncture sample taken, bacteria cultivation negative, cell count 1900, of which the portion of granulocytes is only 14%, however, lymphocytes 85%. In the blood tests of (B)(6) 2011, chromium 1.7, cobalt 6.8 micrograms. In the left hip, manifest ballottement observed in the trochanter region, which is consistent with the ultrasound examination finding. As such, the positions and interfaces of the components are radiologically fine. On the aforementioned grounds, revision arthroplasty of the left hip is suggested owing to an obvious armd reaction. Procedure: right lateral position. Ballottement under the muscle immediately noted, fascia carefully opened. Bursa revealed, which is surgically exposed from top of the trochanter, continuing further to the proximal direction where it extends over the gluteus muscle. Fluid sample from this puree-like bursa is bright yellow, cell count 520. Sample is also sent for determination of metals. A sample is taken from the bursa wall for pad analysis. The joint is opened, where cauliflower-like creeping pseudotumor is present attached to the synovia. Advancing antegradially, this pseudosynovia is resected off. As such, the positions of the components are appropriate. The head is luxated and removed with an adapter. The cone exhibits clear polishing marks and darkening as signs of movement and corrosion. The cup is stable as such, but comes off when tapped lightly in the upper back edge with a bolt. The columns have stayed perfectly intact. In the front is a large, strong-walled bursa that advances along the iliopectineal line, and plenty of time is used for surgically exposing and resecting it. It is dissected off the iliopsoas tendon, which inevitably sustains minor lesions in the process. After a thorough cleaning of the synovia, the acetabulum columns are reamed sparingly to the size of 59 mm and, after test fitting, the final continuum cup is tapped into place in 20 degrees anteversion and 40 degrees abduction. The cup stabilizes well without additional fixation, and the final ceramic liner is inserted into place on the dried surface, checking the positions. Then, after test fitting, the joint is repositioned using 40-mm ceramic cup with a +3.5-mm neck, which is also inserted in a dried cone, following which the joint is repositioned, ensuring that nothing extra remains between the slide pairs. The combined anteversion of the joint becomes 35 degrees, no looseness remains and, assessed from the knee level, the length of the lower extremity will remain unchanged. Devices analysis: visual examination: durom cup, metasul ldh head and the head adapter were received for the investigation of the complaint. Inspection of the cup: on the anchoring surface, the durom cup shows very little remains of bone attachments in the form of sparsely populated islands. Damages probably deriving from revision surgery can be observed on the surface in the form of scratches, dents and polished zones. The titanium vacuum plasma spray coating reveals some small slightly polished stripes in linear form. Moreover, relatively small portion of the coating is observed to be chipped off at the cup¿s rim, which most possibly happened during the extraction of the cup during the revision surgery. No rim loading is noticed. Inspecting the articulation surface by naked eye small spots, numerous fine scratches and several coarser parallel scratches are visible. The latter can be attributed to the revision surgery. No loading zones are noticed. Inspection of the head: the metasul ldh head exhibits some spots lines which are similar to the ones seen on the articulation surface of the cup. Numerous fine and several coarser parallel scratches are observed. On the taper surface of the metasul ldh head no deformation can be observed. Inspection of the head adapter: on the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. Four marks can be observed at the contact area with the stem. Conclusion summary: according to the received information at the hand, patient had suffered hip pain since spring 2007. Radiological studies showed that the patient had mild dysplasia with severe arthrosis. Resurfacing arthroplasty was recommended for the arthrosis. However, during the operation on (B)(6) 2008 it was noticed that the resurfacing was not the best possible solution for his hip, thus conventional tha with large head metal on metal articulation was performed. According the patient notes there were no complications during the operation. At the end of the surgery the component position was good and so was the hip stability. The immediate recovery period was symptomless. However, after 3 years 8 months on (B)(6) 2012 patient underwent revision surgery due to elevated blood metal ions and pseudotumor formation. All the components of the left thr except the stem were revised. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The visual examination showed that the anchoring side of the durom cup shows very little bone attachments as well as some small slightly polished areas. The latter could possibly point to a beginning of cup loosening. However, no evidence of this phenomenon could be noticed by reviewing the medical documentation. Radiologically, the positions and interfaces of the components are determined to be fine according the radiology study reports. The appearance of both articulation surfaces of the cup and head do not indicate signs of abnormal wear (e.g. Rim loading). Head taper does not exhibit any deformations either. Signs of surface changes on the inner surface of the head adapter due to fretting corrosion are seen in addition to the 4 marks. The reason of these surface changes cannot be determined based on current available data, but they could be sourcing from multifactorial factors including patient and/or surgical related factors. Based on the given information and the results of the investigation, it is unknown as to what extent, if any, the above mentioned findings may have contributed to the reason for revision of the durom components. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer¿s reference number of this file is (B)(4). .

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 code p on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2012 due to elevated metal ions and fluid lump was found.